Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It's alleged through the filing of a lawsuit that the patient underwent a total knee arthroplasty on (B)(6) 2015 where she was implanted with a stryker knee system. It is further alleged that after surgery she suffered continuous pain in her knee which ultimately resulted in a revision on (B)(6) 2015.